Event description:
A ventilator was returned to the third party for service. There was no harm or injury reported. During the evaluation of the device at the third party's service center, the device failed test step during testing. The device's active exhalation control module needs to be replaced to address the issue.